Event description:
Reportedly the index procedure was performed on (B)(6) 2010. The subject was enrolled in the (B)(4) on (B)(6) 2010. The target lesion #1 was located in the mid left anterior descending (lad) artery with 80% stenosis and was 20 mm long with a reference vessel diameter of 2.5 mm. Target lesion #1 was treated with pre-dilatation and placement of 2 overlapping non-abbott stents (2.50 x 32 mm distally and 2.50 x 16 mm proximally). Following post dilatation, residual stenosis was 0%. On (B)(6) 2010, the subject was discharged on aspirin and prasugrel. On (B)(6) 2012, (B)(6) post index procedure, the subject presented with exertional dyspnea and an abnormal stress test. The subject was hospitalized on the same day and cardiac catheterization was recommended. Of note, the subject was on aspirin and open label prasugrel (but not on the study drug) during this event. The study drug was last taken on (B)(6) 2012. Coronary angiography was performed on (B)(6) 2012 and revealed that the right coronary artery had 90% proximal stenosis, 70% mid stenosis, 100% distal stenosis at the edge of the distal edge of the promus stent. The subject was referred for percutaneous coronary intervention.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. On (B)(6) 2012, (B)(6) post index procedure, target vessel revascularization was performed to treat the 80% in stent re-stenosis of the study stent in the mid lad with balloon angioplasty and placement of a 2.75 x 15 mm promus drug eluting stent with 0% residual stenosis. On (B)(6) 2012, the event was considered to be resolved without residual effects and the subject was discharged on aspirin and prasugrel. On an unknown date, the subject presented with chest pain and was hospitalized on (B)(6) 2012. Target vessel revascularization was performed. At the time of reporting, the event was considered to be recovering/ resolving. On (B)(6) 2012, the subject was discharged. No additional information was provided. Concomitant medical devices: stent: taxus liberte (2.50 x 32 mm, 2.50 x 16 mm); unknown promus. The additional unknown promus stent mentioned is being filed under a separate manufacturer report number. The stent remains in the patient. The lot number was not provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patients effects of angina, dyspnea, ischemia and restenosis, as listed in the promus everolimus eluting coronary stent system instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.